Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 had foreign matter before use. The following was reported by the initial reporter: 'it was reported that liquid is coming through the needles before use. Verbatim: consumer reported liquid coming through the needles before use. Consumer has 3 boxes with different lot numbers, same product. Consumer said she used syringes from one box but opened the remaining 2 boxes to examine the syringes and found that the problem is with all three boxes. Consumer said she does not feel comfortable using the syringes. I advised her that we can send replacements for up to two boxes, also explained that the liquid could be an excess of medical grade silicone that is applied to the syringes and it is harmless. Consumer wants to return all three boxes, she said she is going to the pharmacy today, I advised her that I can call the pharmacy to see if they will give her two boxes rather than sending vouchers."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (7) loose 3/10cc, 8mm syringes. Customer states that liquid is coming through the needles before use. All returned syringes were examined and 2 out of 7 samples exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0238284 and 0139094, all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 0253557 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint. There was one (1) notification noted for excessive barrel lube. Root cause: l2l dispatch was opened for silicone issues. Several guns had air in the lines. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0238284. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 had foreign matter before use. The following was reported by the initial reporter: 'it was reported that liquid is coming through the needles before use. Verbatim: consumer reported liquid coming through the needles before use. Consumer has 3 boxes with different lot numbers, same product. Consumer said she used syringes from one box but opened the remaining 2 boxes to examine the syringes and found that the problem is with all three boxes. Consumer said she does not feel comfortable using the syringes. I advised her that we can send replacements for up to two boxes, also explained that the liquid could be an excess of medical grade silicone that is applied to the syringes and it is harmless. Consumer wants to return all three boxes, she said she is going to the pharmacy today, I advised her that I can call the pharmacy to see if they will give her two boxes rather than sending vouchers."

Manufacturer narrative:
Medical device expiration date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0139094. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-18. Medical device lot #: 0238284. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-25. Medical device lot #: 0253557. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 had foreign matter before use. The following was reported by the initial reporter: 'it was reported that liquid is coming through the needles before use. Verbatim: consumer reported liquid coming through the needles before use. Consumer has 3 boxes with different lot numbers, same product. Consumer said she used syringes from one box but opened the remaining 2 boxes to examine the syringes and found that the problem is with all three boxes. Consumer said she does not feel comfortable using the syringes. I advised her that we can send replacements for up to two boxes, also explained that the liquid could be an excess of medical grade silicone that is applied to the syringes and it is harmless. Consumer wants to return all three boxes, she said she is going to the pharmacy today, I advised her that I can call the pharmacy to see if they will give her two boxes rather than sending vouchers."